Event description:
Same case as MFR report# 3005099803-2008-01369. It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp), inflation difficulties, a balloon rupture, and a device breakage occurred. The stones were located in an unspecified biliary duct. The extractor rx 15mm x 18mm balloon retrieval catheter was advanced to the bile duct. However, the balloon failed to inflate. A second extractor rx 15mm x 18mm balloon retrieval catheter was advanced to the bile duct, however, the balloon "popped" during an unspecified inflation at unk atms. A third extractor rx 15mm x 18mm balloon retrieval catheter was advanced to the bile duct and successfully inflated the balloon. Upon attempting to advance an rx cytology brush, the physician noted that the catheter was bent. The device was removed and another rx cytology brush was used successfully. Upon opening a 44mm x 20mm rx hydratome, the physician noted that the distal tip was "broken off". The device was not used during the procedure. Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed. A review of the mfg documentation for this batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported event can be attributed to operational context due to the likelihood of contact between the balloon and a sharp exterior source, such as an irregular shaped stone or through insertion through the scope.